Event description:
A nurse reported that during surgery, there was no aspiration and no vacuum. There was a broken capsule while using vitrectomy unit. Additional info rec'd from the dr stated he could not put the lens in the pt. Additional info has been requested.

Manufacturer narrative:
A co service rep checked the system and found it met performance specifications. Completed an unrelated system upgrade for the customer. Reviewed vit operation with the staff.